Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user could not request for rxverify. A technical support specialist restarted the asp synchronization and cleared all the pending files. Once the pending files were removed, the user was able to request the prescription verification and issue the medication successfully. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the user was unable to request rxverify because the box used to enter her phone number was missing. There were no adverse events or injuries reported based on this event.